Manufacturer narrative:
E1: reporting institution phone(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the invasive blood pressure measurement was inaccurate, which led to delayed treatment. No other clinical information or medical intervention was reported. It was unclear whether this delay led to any actual harm to the patient.

Manufacturer narrative:
A clinical re-assessment was performed by the pms clinical expert based on new information received in the complaint record. Additional information was reviewed. This information indicated the incorrect blood pressure would influence the physician in their treatment plan; however, no intervention was performed and blood pressure was recalibrated to resolve the issue with no actual harm to the patient. The engineer recalibrated the blood pressure to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reassessed.

Event description:
It was reported the invasive blood pressure measurement was inaccurate, which led to delayed treatment. This information indicated the incorrect blood pressure would influence the physician in their treatment plan; however, no intervention was performed and blood pressure was recalibrated to resolve the issue with no actual harm to the patient.